Event description:
It was reported that the physician successfully deployed an emboshield embolic protection system (epd) in the common carotid artery. There was no aortic or vessel tortuosity or unusual characteristics. A shuttle sheath was not used but a 6 fr sheath was used. No resistance was felt on epd advancement and the procedure went well until the epd retrieval attempt. As the retrieval catheter was pulling out the epd, physical resistance was noticed in the aorta just above the 6-fr sheath. On fluoroscopy the distal part of the epd was seen as looped making removal difficult. The patient was given additional sedation and lidocaine and the epd, recovery catheter and 6-fr sheath were removed intact. On visual inspection, after retrieval the epd was still looped and appeared to be stretched. There was no patient injury and no additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was not provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.